Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was defective, had strong halation, and the image could not be seen. The issue was found during an unspecified therapeutic procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation's results, it is likely that the following factors contributed to the malfunction: strong halation when using pvp(photoselective vaporization of the prostate), rendering images unviewable. The most probable cause was traced to a component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.